Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed pacing capture threshold in the lv (left ventricle) was high. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead has high thresholds. The lead remains in use after device replacement. No patient complications have been reported as a result of this event.